Manufacturer narrative:
This report is submitted january 30, 2017, (B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site. It was reported that the patient's father is a physician and has been managing the treatment (treatment method not reported).